Event description:
It was reported that the patient was seen to have high impedance, 8397 ohms, in pre-op. Once in surgery, a new generator was placed and the impedance was within normal limits, 2362 ohms. The impedance was checked again after the pocket was closed and the impedance was still okay at 2362 ohms. Only the generator was replaced. Additional information received noting that the patient did not report anything out of the ordinary that occurred for them. Also, the surgeon did not try reinserting the lead pin first and just proceeded with replacing the generator as the previous generator had low battery. The explanted generator was not made available for return. No other relevant information has been received to date.